Manufacturer narrative:
The suspect medical device was returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that when attempting to maneuver around a kidney stone. The front end of the catheter near the radiopaque marker detached. The device remained on the guidewire and was retrieved along with the guidewire. No additional intervention procedure was necessary.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.